Manufacturer narrative:
Additional information: implant date was indicated as the device remained in the patient's eye. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event was due to patient movement ( operational context). MFR# reference: (B)(4).

Event description:
It was reported that following a cataract procedure, the surgeon noted 1 of the 2 stents from a trabecular micro bypass stent system floating around during irrigation and aspiration (I&a), observed under the intraocular lens (iol) in front of the posterior capsule. Reportedly, the surgeon was not concerned about the stent positioning and decided to not retrieve the dislodged stent intraoperatively. According to the surgeon, the patient was not cooperative during the procedure, and patient movement complicated the procedure. Additional information has been requested.